Event description:
Legacy pump shut off during infusion and was unable to be returned back on by replacing batteries or troubleshooting. Pt was not harmed during malfunction. Pump was in use during malfunction. Pump is being replaced. Malfunctioning pump will be retrieved sn (B)(4). No other info provided. Dose or amount: 75 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing.